Event description:
It was reported that a flipped pump was confirmed. A revision was required as a result. The pump pocket was opened and the catheter was freed from the body tissues. It was disconnected from the pump and allowed to relax back to its natural position and reconnected to the pump. The pump was then sutured down at all four suture loops. The patient was alive with no injury at the time of the report. The patient denied any changes in her intrathecal baclofen (itb) therapy. There was a difficulty when filling the pump at a routine pump fill. The date of the refill was unknown. The patient was doing well and receiving effective therapy. The pump was infusing lioresal (baclofen). Additional information received reported that the pump was noted to be flipped as of (B)(6) 2015. There was a change in spasticity symptoms in the 1st week of (B)(6) 2015. The difficulty filling the pump did not result in a pocket fill. The pump positioning issues occurred because no sutures were used at the time of the initial implant (per routine). A dacron pouch was used with the initial implant. The pump was sutured down at the revision. Dosage increases demonstrated ¿0¿ improvement (15% on (B)(6), 20% on (B)(6)). The pump was found to be flipped in the pocket with 12ml residual volume and expected 5.8ml. The patient was then referred for surgery. The pump was able to be refilled. Only 32ml was put in the 40ml pump due to pump resistance. The patient recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n387549, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).